Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software was evaluated and identified as not loading properly. Due to the obsolescence of components related to this device further repair was unable to be completed at this time. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of doesn't start up. The fse determined the cause of the problem to be that c-arm software was not loading. The fse reported that the parts for repair are not available due to system being at is at end of useful life. Based on the age of the system (end of useful life, 12/31/2007) this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used and therefore not a malfunction.